Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Operator of device and iinitial reporter sent to FDA are unknown; no additional information was provided. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was returned for evaluation. Visual inspection and functional testing were performed. The device was received in good physical condition with a scratched screen. The event history log (ehl) was unable to be downloaded. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board; the reported problem was confirmed. Root cause could not be determined. The circuit board was replaced.

Event description:
It was reported that the pump was displaying an error message (error 1260). No patient injury was reported.